Manufacturer narrative:
The transition gate parts have been requested back to evaluate. An investigation will be completed and a final report submitted after completion of investigation.

Event description:
Motor fell out of track when health care worker pushed it away after use. No one was injured.

Manufacturer narrative:
Root cause: primary: indications of poor bracket positioning, increased deflection of the system, and excess wear on the brackets suggest that the installation is the primary cause. These issues prevented the guide screw from completely engaging with the ramp. Secondary: as the pin did not slide easily through the plastic linear bearings, the pin did not drop down as designed. Remaining in the "up" position, it allowed the lift to roll out of the track. Correction: check the installation to ensure it is level and does not have large gaps between the track. The transgate components returned should be replaced. Corrective action: primary: the installation of the remaining systems installed at the facility should be checked to ensure they are level and do not have large gaps between the track. The installation crew and facility staff should be retrained to confirm clear understanding of proper install/use of the gantry system. Secondary: the plastic bearing for the transgate was upgraded in mid-2015 (ecr 802) and current production utilizes a different metal roller bearing instead. The replaced transgate components will have metal roller bearings installed which should allow the drop pin to move more freely.